Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the check / menu buttons on the pump must be pressed hard to work or they fail to respond. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.